Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.